Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the potential affected batches. As current control, there is an outgoing functional test on blood escape time (bet) to detect leakage from the blood control valve. As no photo and sample is returned for evaluation, root cause could not be established.

Event description:
Material # 386862; batch # 4037687. It was reported by customer that they are activating the safety and blood pouring our of the hub. Verbatim: states having a handful of cathena bc ivs that didn't have blood control. States some of the ivs in this lot number have worked like normal but states 5-6 incidents of him activating the safety and blood pouring our of the hub. No catheters were saved.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.00in straight bc cathena 20gx1.00in straight bc it was reported by customer that they are activating the safety and blood pouring our of the hub. Verbatim: states having a handful of cathena bc ivs that didn't have blood control. States some of the ivs in this lot number have worked like normal but states 5-6 incidents of him activating the safety and blood pouring our of the hub. No catheters were saved.